Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump did not alarm for occlusion. The customer's blood glucose level was reported to be 396mg/dl. It was reported that the piston came out of the side from the pump. It was reported that the customer was now on new pump. It was reported that the old pump would be returned for analysis.

Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to detached end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, missing end cap sticker and missing drive support disk sticker.